Event description:
It was reported that the patient¿s wire broke around the end of 2012 and they had their implantable neurostimulator (ins) and lead replaced. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant product(s): product ID: 3889-28, lot# v365060, implanted: (B)(6) 2012, explanted: (B)(6) 2013, product type: lead. Product ID: 3095-10, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2013, product type: extension. (B)(4).

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 3889-28 lot# v365060 implanted: (B)(6)2012 explanted: (B)(6)2013 product type lead product ID 3095-10 serial#(B)(4) implanted: (B)(6)2012 explanted: (B)(6)2013 product type extension due to imdrf harmonization, some previously submitted device, method, result, and conclusion codes related to this event may have been updated. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported they fell and broke the wires years prior to report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.